Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2018-09437. It was reported the patient was unable to increase amplitude. Programming was only temporarily successful. The patient¿s lead was found to be coiled during the surgery. As a result, the patient had lead and ipg explanted.